Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 300 mg/dl to 400 mg/dl at the time of the incident and 600 mg/dl during the call. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer discontinued use of the insulin pump on (B)(6) 2017. The customer stated that they were on their way to the emergency room. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no button response due to unlocked lcd keypad connector. Locked keypad connector and continued testing. Pump received with the operating currents within spec. And passed the self test. Unable to perform the displacement test, unexpected alarm error test, basic occlusion test, rewind, occlusion test, prime test, excessive no delivery test, and the dat test due to pump being cut. Pump received with minor scratched lcd window and scratched reservoir tube window.